Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh, sparc and intexen were used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with vaginal sacrocolpopexy, posterior repair with graft, ams sparc and ams intexen due to pelvic organ prolapse, rectocele, and stress urinary incontinence. It was reported that post implantation patient experienced recurrence of pelvic organ prolapse, abdominal pain, vaginal, bowel obstruction, numbness in stomach region, discomfort and difficulty urinating, pain while walking and or standing and painful sexual intercourse. (B)(4).